Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The limited medical records provided do not mention or support the allegation of infection made by the patient, however, in regards to infection the warning section of the instructions-for-use states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2003 - patient was diagnosed with urinary incontinence and cystocele. The patient underwent a cystoscopy, suprapubic cystotomy, pubovaginal sling created with an 8cm x 2cm piece of rectus fascia and a bard composix mesh for cystocele repair. The operative report indicated the composix mesh and rectus fascia were customer cut and created to for a "t-shaped sling." On (B)(6) 2005 - patient was diagnosed with recurrent cystocele and stress urinary incontinence. The patient underwent a two part procedure which included a bladder neck suspension, cystocele repair, paravaginal repair with implant of a non-bard davol sling, enterocele repair, apical repair of the vagina and cystoscopy. The operative report for this procedure does not indicate the involvement of the previously placed composix mesh however the report does note that the "previously placed sling was easily palpated." The patient's legal fact sheet alleges the patient experienced pain, infection, urinary problems, recurrence, dyspareunia and vaginal scarring.